Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -7.0/+1.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was later explanted and replaced for shorter length lens due to excessive vault and the problem resolved. Cause was reported as unknown.